Manufacturer narrative:
Needlestick event(s) are captured in mw report mw5178096. Based on the attached medwatch report related to this complaint (mw5178095), it states that there are insufficient information r/t e/f codes. Evaluation a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5171710. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Bd insyte autoguard bc 18ga x 1.16 in IV (lot 5171710) needle not retracting at all. We have had several similar incidents with this product with various lots. All submitted to bd product complaints as well. Two resulted in needlesticks. Reference report# mw5178095.